Event description:
Information received from our affiliate indicates a pt wearing acuvue 2 contact lenses developed a "corneal infection or keratitis" in the left eye. The pt reportedly had a mid-peripheral, 3 mm, white opacity in the left eye. The pt's left eye was also red with corneal edema and an anterior chamber reaction. The pt was treated with odomel qid and cravit qid. The pt was instructed to discontinue contact lens wear. The pt returned for follow-up one day after the initial visit, and the inflammation had improved. The left cornea was not cultured. The reporting eye care professional (ecp) reported the pt was compliant with regards to contact lens care. The reporting ecp refused to provide any additional information. Our affiliate has received the lens in question without the lot number. The lens is being sent to our manufacturing site for evaluation. We will send a follow-up report with the results of the product evaluation. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.